Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The patient results were not supplied by the customer. No false results were reported outside of the laboratory.

Manufacturer narrative:
A national support team is working with this account for resolution of the issue.